Manufacturer narrative:
(B)(4).

Event description:
Pentax medical was made aware of a complaint on 29-jul-2019 stating "resistance primary biopsy channel", involving pentax medical video colonoscope, model ec-3490tli, serial number (B)(4) through the pentax medical customer service department. No other information was provided at the time of the report. The colonoscope was returned to pentax medical for evaluation on 05-aug-2019. The pentax medical service repair technician documented a on 13jun2019, confirming the customer's complaint. Check valve stuck inside biopsy inlet t-piece the colonoscope was inspected by pentax medical service repair technician on 06-aug-2019 and 07-aug-2019 and the following inspection findings were documented confirming the customers complaint: check valve stuck inside biopsy inlet t-piece, passed dry leak test, passed wet leak test, air/ water socket o-ring chipped, hole in # 2 remote control button cover. On 15-aug2019, the service repair team notified the complaint handling unit of the stuck check valve. Pentax medical contacted the facility to gather additional information about the reported resistance in the primary biopsy channel. A response was received by the initial reporter on 16-aug-2019 stating that they were not aware of the stuck accessory in the scope. When the user felt the resistance during the procedure, the colonoscope was pulled immediately from circulation and subsequently called in for service and a new scope was used to finish procedure. This event did not contribute to or cause a serious injury or death of a patient or user although a delay was mentioned. The patient was reported as not being recalled for further screening and the patient status is no problems. Patient information requested but not provided. The instructions for use (IFU) for reprocessing of pentax video colonoscopes instructs the user to detach the water jet check valve and reprocess separately from the colonoscope. The colonoscope passed qc final approval on 09-aug-2019 and was shipped back to the customer on (B)(6) 2019 under the referenced delivery number (B)(4). Pentax medical video colonoscope, model ec-3490tli, serial number (B)(4) has been routinely serviced at pentax facility since the device was put into service on 20-nov-2017. On 06-apr-2016, pentax issued a u.s. Urgent field correction which is an IFU addendum for endoscopes with instrument channels. This addendum covers any operational/cleaning accessories and therapeutic devices which can become lodged in the endoscope's instrument channel. It reminds customers to carefully check that all accessories are intact, that no parts have fallen off and become lodged within the endoscope's instrument/suction channel and to ensure that any therapeutic devices (e.g., clips, stents, balloons, etc.) Passed through the instrument channel and are accounted for after use.